Event description:
During removal of the gore introducer sheath, the right iliac artery ruptured leading to significant blood loss. The physician ligated the iliac artery and implanted a femoro-femoral bypass. The patient was fine at the end of the procedure.